Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 385 mg/dl. Customer had high blood glucose levels and diabetic ketoacidosis. Customer was wearing the pump at the time of the hospitalization. Customer was on an insulin drip and wanted to put the pump back on today. Customer's current blood glucose level was 94 mg/dl. Customer declined to check for possible site/insulin issues. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).